Event description:
During a coronary intervention, a penumbra device was used within the coronary artery. On the second pass, the catheter fractured outside the patient near the hub. The patient was not harmed, and no retained device components were present.